Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4292 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2019 a catheter PICC was implanted to respiratory tract infection treatment, patient underage, male, (B)(6) years old, into the right femoral, with tunnel to the médium third of the right thigh, without any complications, catheter with present flow and reflux. On the next day, the catheter evolves twice with resistance; however, the PICC team is activated and it was possible to perform the flushing, at both moments. On (B)(6) 2019, the patient has accepted therapy by oral antibiotics and proceeds for hospital discharge. On (B)(6) 2019, it was informed that the same patient was hospitalized in another hospital unit, with a new respiratory tract infection diagnosis; however, in image exams, it was observed strange body in the pulmonary parenchyma of the child. The patient was submitted to a tot, plus bronchoscopy, plus thoracic surgery, plus thoracic drainage, to withdraw the strange body. According to information reported by the thoracic surgeon, it was a guide-wire piece. Analysing the rx images, after catheter PICC implant, the strange body is observed in the left. Material withdrawn from the child's lung is referenced as a guide-wire fragment.